Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device showed half a year remaining longevity with a magnet rate of 90 pulses per minute (ppm). Moreover, when the right ventricular automatic capture (rvac) was turned off; the battery showed two years remaining longevity. Boston scientific technical services (ts) explained that the device no longer had to preserve for three months at 3.5 volts. The health care professional (hcp) will call back to better understand longevity management. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Based on the investigation results, this complaint was not confirmed and this is no longer a reportable event. Additionally, follow up information confirmed that the device was working fine. The complaint has been reassessed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device showed half a year remaining longevity with a magnet rate of 90 pulses per minute (ppm). Moreover, when the right ventricular automatic capture (rvac) was turned off; the battery showed two years remaining longevity. Boston scientific technical services (ts) explained that the device no longer had to preserve for three months at 3.5 volts. The health care professional (hcp) will call back to better understand longevity management. The device remains in service. No adverse patient effects were reported. Additional information obtained from the field which indicated that the device was checked out fine and clinic will continue to monitor the patient.